Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on (B)(6), 2007. According to the complainant, the patient experienced pain and urinary tract infections which required surgical intervention. The exact nature and date of onset of the symptoms are unknown. The details of the reported intervention are also unknown. All other information is unknown and reportedly unavailable.